Event description:
Failed to integrate, implant didn't achieve osseointegration, primary stability not achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, xerostomia, smoker, inadequate bone quality/quantity, pain, increased sensitivity, inflammation.